Event description:
A power source alert was reported indicating an issue with the charging of the pump. The customer's blood glucose level was 121 mg/dl, indicating no adverse impact. The customer attempted various troubleshooting steps, including using a different wall adapter and charging cable, but these did not resolve the issue. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a temporary backup therapy.